Event description:
It was reported that the patient experienced ineffective therapy. X-ray imaging revealed migration of the leads and fracture of an anchor [related manufacturer reference number: 3006705815-2026-00424 and 1627487-2026-00301] additionally, it was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.